Event description:
On (B)(6) 2011, customer reported that fluid was leaking out of the modular chemistry (mc) sample probe on the dxc 800 pro instrument. Customer technical support (cts) advised customer to disable the mc side of the instrument and run the cartridge chemistry side only. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(6) 2011 and cleaned the waste line, tubing and manifold. Fse ordered a new vacuum waste valve. On (B)(6) 2011, fse replaced the mc vacuum waste valve and primed the instrument, calibrated the mc chemistries and ran a quality control (qc) test. Qc was within customer's acceptable ranges and no errors were noted. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).